Event description:
It was reported that prior to an unknown procedure, the customer noticed a hole on the outer package of the device. It appears the device may have punctured the outer package.

Manufacturer narrative:
(B) (4). (B) (4). External cause. Evaluation summary: sealed package and instrument were received without individual carton. Package was removed from the carton for observation. One small hole was observed in tyvek on top of device knob. Hole resulted from compression of package from outside over knob area. This appears to be external cause. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted.